Manufacturer narrative:
See medwatch 2032227-2014-43397 for additional info on the insulin pump. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a reservoir that leaked into his insulin pump and thus exposed it to fluid. The customer's blood glucose level was 260 mg/dl at the time of the report. Standard trouble shooting was attempted but not completed. The product is being returned. Nothing further was reported.